Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they are not receiving sensor up[date and are receiving sensor end. The customer was found to have had high blood glucose level of over 400mg/dl. The customer was advised the pump could not be calibrated with blood glucose level of over 400mg/dl or under 40mg/dl. The customer understood and states they did not wish to troubleshoot for high blood glucose levels. The customer's most current level was 523mg/dl.